Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon baseplate component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the investigation concluded that the packaging damage was caused by excessive/incorrect handling.

Event description:
The surgeon at the hospital and sales rep reported that "when unpacking the implant, we realized that the inner plastic was broken. It was noted that the outer box was intact.

Event description:
The surgeon at the hospital and sales rep reported that "when unpacking the implant, we realized that the inner plastic was broken. It was noted that the outer box was intact.